Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an past elevated blood glucose (bg) level of "high" on cgm, cause was unknown. Customer acknowledged the pump was in high temperatures and could have contributed to bg level. Customer addressed the elevated bg with a correction bolus via pump and cartridge change. Recommendation was made to consult with a healthcare provider regarding diabetes management.